Event description:
The patient was successfully weaned off the pump and aic support without incident which was one day earlier than planned. There were no complications related to the aic. The patient did expire from a ventricular tachycardia episode post support and assessed as related to the impella pump. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the purge leak-pump has been completed. The pump and 2 purge cassettes were returned. All devices functioned to specification and no leak was reproduced. The pump was run with both purge cassettes and there were no leaks; in addition, the purge pressures during the lab run were within specification. There were no physical abnormalities with any of the devices. The data logs show low purge pressure alarm and high purge flow towards the end of the case. The root cause of the purge leak - pump was most likely a use-related issue. Corrections to the initial MFR report: b1-selected adverse event. B2-selected death and added date of death. B5-mso review. H1-type of reportable event changed to death. H6 impact code added 1802.

Event description:
Complainant in japan reported the patient was on impella cp smart assist support and there were low purge pressure alarms. The low purge pressure occurred around the fifth day of support. The purge cassette was replaced to no avail. The pump was explanted a day earlier than planned. Additionally, a few days after weaning from the impella the patient decompensated and expired from ventricular tachycardia (vt). Neither the vt nor cause of patient's death was found to be impella related.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿